Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits minor scratch marks; the connector segments and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "difficult to connect the fiber" could not be confirmed; cap detached was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at 0 joule and 0 minute, fiber error message indicating fiber not recognized was noted. Reportedly, one segment of the connector was noted to be broken. The fiber was exchanged and second fiber exhibited connection issue at 171,714 joules and 31 minute. The procedure was completed with turp due to bleeding. Patient outcome: no injury to the patient reported. This report is for second fiber.